Event description:
Clinic notes were received which state the vns was not responding. The patient has been referred for surgery due to end of service; however, it has not been confirmed if the vns not responding refers to an end of service issue. As it is a model 103 generator, the device should be able to be interrogated. It is unknown if the physician's programming system is working successfully or if the issue was caused by it. Surgery is likely; however, has not occurred to date. Attempts will be made for additional information.

Manufacturer narrative:
.